Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 38 mg/dl and sensor glucose was 178. Troubleshooting was declined for the low blood glucose. Customer treated the low blood glucose reading with fruit strips with 11 grams of carbs per strip. Customer also reported sensor glucose versus blood glucose reading. The insulin pump was not returned for analysis.